Event description:
In may 2006, they lay user/patient contacted lifescan (lfs) germany alleging the one touch ultra meter was giving inaccurately readings. The medical affairs specialist (mas) has twice contacted the technical service representative (tsr) for additional information form the patient; however, has not received a response. The mas will classify the case based on the original information provided. On the date of event at 2:00 pm, the patient obtained a blood glucose reading of 201 mg/dl on the reported meter. Following this, the patient took 5 units of actrapid insulin. At 4:00 pm the patient began to experience symptoms of low blood glucose levels, and obtained a blood glucose reading of 67 mg/dl. The patient administered self-treatment by eating cookies and orange juice, and felt better afterwards. During the troubleshooting telephone call, the tsr confirmed the blood glucose result in the meter's memory was 178 mg/dl, taken at 2:00 pm. It would have been helpful to determine at what time the 201 mg/dl result was taken. If this result was taken before lunch, if the patient was experiencing any symptoms of high or blood glucose levels at 2:00 pm, why the patient took five units of insulin which is a greater amount than his reported regimen, if the patient ate a meal following this insulin injection, his specific hypoglycemic symptoms at 4:00 pm, if the patient retested his blood glucose level following the orang juice, the patient's previous blood glucose results from earlier that day, any meals or medications taken earlier on the day of the event, and if the patient required emergency medical attention. The patient takes actrapid insulin on a sliding scale: 2 units of every 30 mg/dl greater than 100 mg/dl in the morning, 1.5 units before lunch, and 1 unit for every 30 mg/dl greater than 100 mg/dl before dinner. The tsr determined during the troubleshooting telephone call, the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The meter was replaced. The patient became hypoglycemic following an insulin dose given base on the meter reading, and required treatment with food. There was insufficient information provided regarding the hypoglycemic event and the patient's dose of insulin. This complaint is being reported as an adverse event.